Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported malfunction. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the over pressure alarm sounds from the device was not reproduced and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunction did not lead to a delay in the procedure. The intended procedure was completed with a different device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator had high pressure alarm. The issue occurred during unspecified procedure. There were no reports of patient harm.